Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3487a-33, lot# j0125539v, implanted: (B)(6) 2002, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
It was reported the patient experienced pain in her upper back, neck, and down her lower back and both legs. It was noted the patient also experienced pain that went to the left side of her brain several times. It was stated the patient also experienced numbness in her toes. It was noted these conditions had occurred for the patient for six to eight months prior to report. It was reported a manufacturer representative had told the patient she thought these symptoms had occurred because the battery was going out. It was further noted the patient¿s implantable neurostimulator (ins) had reached normal battery depletion and needed to be replaced at the time of report. The patient reported that a couple months prior to report she was shaking and jerking like she was having an epileptic seizure and she could not move. The patient further reported she ¿started having tree branches on both sides of her upper back.¿ it was stated the patient¿s limbs would be shocked. It was noted these issues would occur for the patient when her stimulation was on and that she had to shut her stimulation off. Approximately 11 months prior to the date of this report, the patient reported the ins was "stimulating her brain." It was further reported that when the patient turned her stimulation off, a pulsating sensation would last about three minutes. It was noted that impedance testing at that time revealed all electrodes were within normal range and reprogramming was performed. It was noted the patient could not provide any specifics about her location or bodily position during the event. Additional information restated the patient¿s ins was dead and needed to be replaced. It was reported the patient did not have any stimulation at the time of report. The patient was redirected to her healthcare provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information is received.